Event description:
A report received from the USA stated an 840 ventilator experienced a low pressure alarm. The patient was removed from the device and placed on an alternate ventilator. No patient harm was reported.

Manufacturer narrative:
During a follow up with the user facility, the covidien clinical specialist confirmed the reported event resulted from a clinical use error. No additional information was made available to the manufacturer. Covidien reference: (B)(4).